Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports that approximately 8 months ago, she developed solid red rash under entire stomahesive wafer material that itches. States cleanses with warm water then pat dry and applies no sting barrier wipes and applies pouch. Non open skin. Discussed patch testing and starting back with antifungal powder. Has tried prescription antifungal powder in past, ordered by dermatologist. Last on antibiotics 2 weeks ago. Notes that rash is worse on antibiotics.